Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during the cleaning and sterilization process, the spring from the instrument was lost. This is report 1 of 2 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention, and no history of a previous report of serious injury or death.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.